Manufacturer narrative:
Initial.

Event description:
It was reported that while priming the infusion set, the tubing and connector separated from the pump despite the user locking it in place, the connector did not sit flush, and the connection repeatedly slipped out until the third supply change, after which drops were observed. The issue involved the connector/coupler and presented as a fitting problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem associated with the connector/coupler consistent with a fitting problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.